Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. Correction to the previously submitted b5: (name of device); d1: (brand name); d4: (catalogue # and UDI#). B5: the correct name of the device is large volume infusor, previously submitted as folfusor sv (small volume); d1: the correct brand name is infusor, previously submitted as folfusor; d4: the correct catalogue # is 2c1063kp, previously submitted as 2c4705k; d4: the correct UDI # is (B)(4), previously submitted as (B)(4); h4: the lot was manufactured from september 30, 2020 - october 01, 2020. H10: the device was received for evaluation. Visual inspection on the returned sample revealed, fluid inside the bag that contained the sample. The cause of the fluid inside the bag was, due to the broken tubing (detached) at the junction of the white flow restrictor. Further inspection revealed, that the portion of the broken tubing was remained inside the solvent-bonded area of the flow restrictor. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) was leaking from an unknown location. This was further described as ¿the infusor bladder is fully deflated and the solution leaked out into the outer bag¿. This issue was discovered prior to patient use. The device was filled with cefazolin 6000mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.